Event description:
It was reported that, following a second water vapor therapy for benign prostatic hyperplasia procedure, the patient experienced dry orgasms. A week following the removal of the spanner, the patient was able to achieve orgasm, but no semen came out of the penis. The patient stated that the semen was not entering the bladder, so they did not believe it was retrograde ejaculation; this was also reportedly verified by observing the clarity of the urine post-orgasm. Cystoscopy was performed which identified some swelling where the ejaculatory duct enters the urethra. Three days following cystoscopy, the patient reported painful nocturia and self-diagnosed a urinary tract infection. They took cipro and the issue resolved. The physician recommended continuing to attempt to ejaculate and scheduled imaging. The patient was unsure of which imaging they would proceed with. A boston scientific patient education coordinator has reached out to the patient for further information. No additional information is available at this time. This complaint is for the second procedure.

Event description:
It was reported that, following a second water vapor therapy for benign prostatic hyperplasia procedure, the patient experienced dry orgasms. A week following the removal of the spanner, the patient was able to achieve orgasm, but no semen came out of the penis. The patient stated that the semen was not entering the bladder, so they did not believe it was retrograde ejaculation; this was also reportedly verified by observing the clarity of the urine post-orgasm. Cystoscopy was performed which identified some swelling where the ejaculatory duct enters the urethra. Three days following cystoscopy, the patient reported painful nocturia and self-diagnosed a urinary tract infection. They took cipro and the issue resolved. The physician recommended continuing to attempt to ejaculate and scheduled imaging. The patient was unsure of which imaging they would proceed with. A boston scientific patient education coordinator has reached out to the patient for further information. No additional information is available at this time. This complaint is for the second procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.